Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis noted the lead was stretched causing outer insulation of the lead to be extrinsically breached due to a tear, the inner insulation of the lead became extrinsically distorted due to kinking/buckling. This prevents proper torque transfer from pin to helix and the helix does not extend. A visual summary analysis of the lead indicated damage at implant and stretching. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure the helix would not extend on the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.